Manufacturer narrative:
The customer reported complaint of pcu keypad was not turning on was confirmed. Physical inspection noted the keypads were observed to be in good condition with no issues observed. During internal inspection, 3 out of 3 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. The ac indicator light did not illuminate and system on key did not function for 2 out of 3 keypads returned. All other keys functioned with no issues observed. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of (B)(4)2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(4)2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.